Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath hole prior to a ventricular tachycardia ablation interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the ventricular tachycardia ablation procedure was completed. Reportedly post procedure, the knot of the first proglide device was unable to be advanced with the suture trimmer, so excessive force was applied. The suture of the second proglide device was accidentally by the suture trimmer before closing the knot. A third proglide device used and functioned as intended, but failed to achieve hemostasis. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Excessive force was used to the suture trimmer. It should be noted that the electronic proglide instructions for use states: with the suture limb and suture trimmer coaxial to the tissue tract, move the knot to the vessel surface by advancing the suture trimmer with the right hand while placing slow consistent increasing tension on the rail suture with the left forefinger. Avoid quick or jerking type movements with the suture limbs. The suture trimmer and suture limbs should always remain coaxial to the tissue tract. The thumb knob should be at 12 o¿clock (facing the ceiling) and the suture trimmer should not be rotated. In this case, the IFU deviation does not appear to have contributed to the reported difficulty. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath hole prior to a ventricular tachycardia ablation interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the ventricular tachycardia ablation procedure was completed. Reportedly post procedure, the knot of the first proglide device was unable to be advanced with the suture trimmer, so excessive force was applied. The suture of the second proglide device was accidentally cut with the suture trimmer before closing the knot. A third proglide device used and functioned as intended, but failed to achieve hemostasis. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.